Event description:
It was reported that following a fall, the spinal cord stimulation (scs) lead had migrated as confirmed by imaging causing difficulty obtaining adequate therapy coverage in the back. The patient will undergo revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7166939. Model/catalog description: scs-linear leads. Unique identifier (UDI): (B)(4).